Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump black box data showed pump reboots. During a visual inspection of the pump, the battery compartment was found to be cracked at the threads and from the case seal to grip pad. The threads on the battery compartment were stripped and a test cap was unable to fit. The battery cap was not returned; the test cap was able to fit to maintain an electrical connection. Test cap was tightened and then unscrewed ½ turn leading the pump to reboot. The power complaint was duplicated. The test cap was fastened and no further loss of power occurred during 24-hour testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment threads were stripped. The reported stated that the battery cap could not be tightened onto the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.